Event description:
It was reported that an unknown alarm occurred on the homechoice during setup with a homechoice automated pd set with cassette. The specific alarm was not reported. The patient was not connected at the time of the event. The reporter stated that the cassette was replaced, and the machine worked normally. There was no patient injury or medical intervention reported. No additional information is available.this is report 3 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.